Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at the third-party service center, there were no foam particles found in the device. The foam was replaced preventatively. The device failed functional testing relating to the o2 low flow test step. There is no documentation stated on a root cause or component replacement. Additionally, a not-reportable internal battery depleted and check circuit error code were found in the device's error log. The service technician states that the internal battery was recharged and the circuit was checked in order to address the errors. Also, the device failed a not-reportable test step relating to a battery chip mode. The customer requested the return of the device unserviced, therefore no repairs were performed.